Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user¿s continuous glucose monitor initially indicated low glucose, leading the user to ingest juice, after which a confirmatory fingerstick measurement showed a glucose value of approximately 500 mg/dl. After the continuous glucose monitor was changed, the ilet displayed a ¿high¿ glucose reading, and insulin delivery was confirmed to not be paused. The event was managed with continued pump use and fingerstick monitoring, and additional training was scheduled. Glucose levels later returned to 158 mg/dl. The user reported feeling unwell. Outcomes included transient hyperglycemia without the need for outside assistance or medical intervention. The investigation included review of device data and the user report, as well as troubleshooting and education with arrangement for further training. The investigation revealed hyperglycemia of unclear cause, with no reported device malfunction or identified component failure, and potential contributing user factors were considered given very low average meal announcements and recent reports of frequent low glucose events. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.